Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial lot/sw version: 2.1.0 h2 additional information: updated b5, d10, and e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon achieved passing registration metrics, but when verifying registration accuracy using the nasal floor as an anatomical landmark, it showed they were in the mouth instead. The accuracy was about 3¿4 mm inferior to the navigated location. The site uses a xoran cone beam scanner, which has a limited field of view and cuts off most of the patient¿s anatomy. The surgeon over-traced, overlapping lots of points, which weighted the registration accuracy more anteriorly, explaining the ¿slip¿ inaccuracy as they moved posteriorly. ¿ many points were traced on parts of the forehead that don¿t exist on the 3d registration model. Sometimes the surgeon would collect a single touch point, which could either improve or worsen navigation accuracy. ¿ overall, there seemed to be a compounding number of issues causing the overall accuracy offset (scan quality, registration technique, image reconstruction, etc.).

Event description:
Additional information was received. It was reported that simplifying the trace pattern, eliminating points off the 3d model and transitioning from using the nasal floor to the bridge of the nose and other appropriate anatomical landmarks as they moved to posterior seemed to resolve the issue and restore confidence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy. The surgeon was observing a navigation discrepancy in which, despite strong surface registration metrics, validation using the tracked suction showed the tip registering slightly inferior to the nasal floor. This occurred even though alignment at other anatomical landmarks appeared appropriate and overall system performance was reliable. Delay information was not provided. There was no reported impact on patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this did not appear to be an equipment or software issue. This particular surgeon has raised concerns regarding accuracy for some time. The manufacturer representative (rep) has reviewed the matter extensively with manufacturer's it team, as well with a clinical specialist (cs), who has been in numerous case with the surgeon in question. Additionally, during a one-hour call, multiple patient data archives and registrations were evaluated. The conclusion was that the observed inaccuracies are related to surgeon technique and CT scan variables (cone beam CT), rather than any system malfunction. Specifically, concerns were noted regarding tracing methodology, including over-tracing, anatomically inconsistent tracing from the CT dataset, and reliance on anatomical reference points not incorporated into the registration trace. There was no surgical delay. There was an inaccuracy of 2cm, the issue was resolved by working with the tech support group.